Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 19-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a battery replacement completed on the day of the report.  After several attempts to place lead in headers by the physician, the intra-op impedance check with the new implantable neurostimulator and electrode 0 as the reference shows electrode 1 as ¿avoid use¿ with an impedance value of 38,650 ohms and electrodes 2, 8, 10, and 11 show ¿do not use¿ with impedance values of 40,000 ohms. The manufacturer representative was unable to check impedances pre-op because the patient stated that the previous implantable neurostimulator had been dead for a few months. The impedances were not resolved, and a surgical intervention was not planned to resolve the impedance issues.

Event description:
[Information omitted as it pertains to a separate event; (B)(4) - reason for ins replacement] 2020-nov-19 mpxr 778850 (rep): it was reported that the patient was having a battery replacement completed on the day of additional information received from the rep indicated that they reprogrammed around the electrodes with high impedances, and was able to capture pain and the patient very happy with his coverage.

Manufacturer narrative:
Continuation of d10: product ID: 977c265; lot#serial#: (B)(6); implanted: on (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 977c265 lot# serial# (B)(4),implanted: (B)(6) 2018 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue was not yet resolved. The stimulator would not be turned on and programmed until the patient's 2 week post-op as per this account's procedure so that the incisions can heal and avoid infection.